Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump screen went dark and an unspecified malfunction occurred while customer was changing cartridge. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 193 mg/dl with moderate ketones due to customer was not able to change supplies when insulin ran out. Customer administered a manual injection to address bg level. Customer reverted to an alternate method of insulin therapy.